Event description:
It was reported that a patient death occurred. The first target lesion was located in the right coronary artery (rca) and the second lesion in the left main coronary artery (lmca). A 2.50 x 38 synergy drug eluting stent and a 2.75 x 20 synergy drug eluting stent were deployed to treat the lesions. Following the deployments, a proximal optimization technique (pot) was performed in the left main (lm). Afterward, while re-crossing, the left circumflex (lcx) occluded and the patient experienced hypotension and bradycardia. Despite administration of medications and support with intra aortic balloon pump (iabp), the patient was unable to revive, ultimately resulting in the patient passing away. It was further reported that the patient presented with triple vessel disease with left main disease. The left circumflex became occluded while re-crossing the wire and no flow occurred. The physician assessment was that there was no relationship to the patient death and the devices used.